Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer's blood glucose level, as readings did not exceed 500 mg/dl. Technical support instructed caller to place pump on charging pad to turn it back on, successfully resolving the issue, and confirmed proper functioning with insulin levels and glucose readings displayed on app.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.